Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h6 and h11. The device could not be located, evaluated, or repaired. No pictures provided; therefore, visual and dimensional evaluations could not be performed. Existing actions have been taken to address missing returned product. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during on unknown time, the unit had an air leak. It is unknown if there was any patient impact or delay attributed to this event. Due diligence is complete, and no additional information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during on unknown time, the unit had an air leak. There is no patient impact or delay reported. Due diligence is in progress and no additional information is available at the moment. There was no adverse event associated with this malfunction.